Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) study. It was reported patient underwent left total hip arthroplasty on (B)(6) 2007. During post operative monitoring and testing, cortical thickening and radiolucency around the femoral stem were noted. These findings were found due to follow up testing, there were no symptoms reported by the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2013-05901 & 2014-02003 / 02005).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 clinical study. It was reported that patient underwent a left total hip arthroplasty on (B)(6), 2007. During post operative monitoring and testing, cortical thickening, radiolucency around the femoral stem and fluid were noted. The fluid on the posterior lateral quadrant of the left hip measured 10.5x22.7x21.8 mm. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.